Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The difficult to position, difficult to remove and device operates differently (sticky), were not confirmed. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access during a procedure of the diagonal artery the xience xpedition stent delivery system (sds) met resistance and could not be advanced over the distal 3-4 cm of the guide wire and the guide wire felt sticky. The two devices were removed as a system and the guide wire was wiped down then reinserted into the sds, however, resistance was met and the devices were not used in the procedure. A non-abbott guide wire was used without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.